Event description:
Allegedly per presentation by manual ribas for didactic hip training in (B)(6) 2014, 1 hip was revised for dislocation. No further details of the revision or the patients were reported.

Manufacturer narrative:
This is the same event as 3010536692-2014-01053. This event occurred in (B)(6).